Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 20 synergy¿ drug eluting stent was advanced to treat the lesion. However, the physician noticed under fluoroscopy that there was no stent on the balloon during inflation of the stent. The stent could not be found inside the patient and on the sterile field. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. This product is only ous approved but is similar to an approved us device.